Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a female patient experienced a thermal wound burn of the left eye during a combined cataract extraction and vitrectomy procedure. The shaft of the handpiece burned the sclerotomy. Nylon sutures were placed to close the wound. The patients symptoms have resolved.